Event description:
(B)(6) 2026 (B)(6) (B)(4) (B)(6) (B)(4) (B)(6) (con): information was received from a patient regarding an external device. The reason for call was patient reported they were very frustrated by the system and could not get their implanted neurostimulator to charge. Patient said they couldn't get the recharger lined up right and they were in so much pain. Patient mentioned they had the implant for almost a year now and they believed once on their own successfully charged the implant, but they always had to have someone come in and do it for them. Patient was frustrated to tears and escalated on the call. Agent asked if the recharger app would display any specific message and patient said they did not know where they even looked for a message because the quick referencing was not even picturing the same components that they use even if they were using the right stuff. Patient also mentioned that about a week or so ago they tried to charge their implant and they got a message saying it was a good connection, but the middle number was 0.25. Patient confirmed they had not had any falls or trauma in the past that may have caused any shifting of the implant. Patient described the implant as a little bit of a hard angle on the side of their body and there was a little ridge sticking out, but it had been that way the whole time. Patient stated the implant didn't feel any different than what it had all along. Agent walked patient through a reset of the wireless recharging device and closing out of the recharger application. Patient then reset handset as when they entered the recharger app, it would continue to just go to connecting right away despite closing apps. Patient was able to successfully connect to the implant and start a charging session, but all the numbers were at 0. Patient tried repositioning the recharging antenna and the numbers did not change. Patient kept going to a menu that stated bluetooth, flashlight, etc. On accident. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the wireless charger and the patient was redirected to their healthcare provider to have the implanted battery taken a look at to see if there was any sort of shift if wireless recharger did not resolve. Agent reviewed information regarding drape vs belt and asked if patient thinks the drape may help. Patient stated it might. Agent sent request for drape. Patient stated the recharger was slippery and pops out of their hands when they try to move it closer to the implant. Patient stated they wish they never had the implant done and wished they would just deal with the pain.

Manufacturer narrative:
Continuation of d10: product ID wr9230 serial# (B)(6) product type recharger product ID fp6000m serial# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.